Event description:
On 30oct2019, grifols r&d sent a notification internally about the publication of a case report that documented a probable transfusion transmission of west nile virus from an apheresis platelet unit that screened nonreactive with the procleix wnv assay. The case report was documented within the following publication "probable transfusion transmission of west nile virus from an apharesis platelet that screened non-reactive by individual donor-nucleic acid testing. Hayes, c. Et. Al. Transfusion (2019)" the hospital-based blood donor service was notified that an apheresis platelet donation from a repeat donor tested reactive for wnv by procleix wnv assay in ID-nat format. The hemovigilance required 'lookback' investigated previous donations from the same donor . "It was found that an apheresis platelet unit collected 26 days earlier was transfused during orthotopic heart transplantation. The recipient subsequently developed west nile neuroinvasive disease and expired." The recipient was a heart transplant patient who expired on post-transplant day 25 of "vascular compromise related to heart transplant and encephalitis." Additionally, the heart donor had been tested for wnv infection and found to be negative, and the pre-transplant recipient was wnv rna and wnv igm non-reactive. This suspect platelet donation occurred during the 2017 wnv epidemic season and included two apheresis platelet units. The donation was non-reactive on the procleix wnv assay with an s/co of 0.19. Per the case study, investigation of testing performed at the blood donation testing laboratory did not indicate any issues. One of the units was given to the heart transplant patient and the other was given to a cryptogenic cirrhosis patient during an outpatient liver biopsy. The cryptogenic cirrhosis patient expired 13 day post transfusion due to community acquired pneumonia. The medical record did not indicate any clinical suspicion of wnv infection. The positive donation (one replicate reactive on procleix wnv with an s/co of 2.19 and one replicate nonreactive on procleix wnv with an s/co of 0.29) that initiated the lookback investigation, was collected 26 days after the donation that was given to the heart transplant patient. The donor reported that they did not have any symptoms typical of wnv infection but did note that they has received multiple mosquito bites several months prior to the reactive donation. Cdc follow up testing was performed on a sample collected 7 days after the positive donation and this sample was positive for wnv igm antibodies by mia and prnt and was nonreactive for wnv by nat (specific test used not indicated). The donor with the wnv positive donation and all remaining 24 blood donors whose donations were used on the heart transplant patient were deferred for 120 days from their last donation. The authors of the case report do not allege any deficiency of the procleix wnv assay and note that "given the timeline of nat and serologic testing, the suspect donor in this case was most likely infected with wnv immediately prior to the suspect donation. If the implicated platelet unit was donated in the early viremic period, the viral concentration may have been below the limit-of-detection of the ID-nat assay, leading to the observed non-reactive result". Grifols assessment: grifols scientific affairs reviewed the case report and determined that the procleix wnv assay performed as expected. The probable wnv transfusion transmission was likely due to low viral load that was under the assay's limit of detection. There is always some residual risk of a nat non-reactive test result for an infected blood donation, although the risk is very small. The sensitivity of the procleix tests have been multiply and independently confirmed and continuously deliver excellent screening sensitivity globally with millions of tests used per year. There is only one other publication of wnv transfusion transmission (tt) from an ID-nat screened blood component. Transmission transfusion for wnv in screened donations is a rare event. Grifols qa complaints performed review of grifols complaint records created for procleix wnv assay sensitivity issues. There were no other documented cases of wnv transfusion transmission infections or suspected procleix wnv assay sensitivity problems. There is no record matching the description of this issue in the grifols complaint system, indicating that this issue was not escalated to grifols by the testing site. No additional information is available. This is considered the final report. Exact date of the event is unknown, 2017 was the year of the occurrence.